Event description:
The customer reported that there was a "hands off" message during use of qcpr during a pt event. On (B)(6) 2014, philips was notified that the involved pt died but the paramedic has stated that the device behavior did not impact the pt outcome.

Manufacturer narrative:
(B)(4). A f/u report will be completed once the investigation is completed.